Manufacturer narrative:
(B)(4). It has been reported that the device remains implanted; therefore, an evaluation of the valve cannot be performed. A lot number has been provided. Upon review of the manufacturing records, a follow-up report will be submitted.

Event description:
It was reported that one month post implantation of the hakim precision valve, the patient had hydrocephalus. The patient was implanted with the codman hakim valve with fixed pressure 100 mm h2o. Half month after the procedure, the patient discharged from hospital without any adverse event. However, half month after the hospital discharge, the patient was found with no change in ventricle size through CT recheck. The patient had already been implanted with a non-codman shunt valve for about 10 years before this procedure. The intracranial pressure before this procedure was 210 mm h2o and it was still 200mm h2o after the procedure. Both measurement were finished by 20cm-venous blood lancet through the fluid sac of the shunt valve that implanted at the first time. Now, the hakim valve is still implanted in the patient. There was no adverse event on patient reported.

Event description:
Additional information provided: the valve was revised at another hospital and discarded after removal.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.